Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump was squirting out insulin during the fill tubing process. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer used manual injections to treat their blood glucose levels. Troubleshooting was completed and the customer reported that the top of the reservoir was wet with liquid. The customer stated they lost half the contents of their reservoir. The insulin pump will be returned for analysis.